Manufacturer narrative:
The front bezel was returned for failure investigation. Previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of report: 19jul2021 there was no patient involvement.

Event description:
The customer reported when going into normal vent mode and to menu tab to change brightness or loudness, the numbers are jumping and changing on their own. There was no patient involvement. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved.